Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implantation date updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during an unknown surgery, while making final torque to close the expedium system the torque shaft tip found worn and it was causing damage to the implant which prevents its blocking. Two implant screws were failed to block. The surgery completed successfully with 60 minutes delay. There were no fragments are generated. There were no patient consequences. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown), unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves eleven (11) devices. This report is for (1) single-inner setscrew. This is report 8 of 10 for (B)(4). Related product complaint: (B)(4).